Event description:
Consumer states he was riding down the road and the scooter tipped over to the left and he fell in a gully. Consumer states the car couldn't see him, so he laid out there for 3 hours before the neighbors down the street found him. Consumer states that when someone found him, he went to the hospital and had to get a shot for his pain. Consumer states when he fell, he hit his left ear and was bleeding and had a little chunk of his ear missing. Consumer states he also hurt his left hip.